Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on april 30, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 202470, and no non-conformances were identified. During visual evaluation of the device, siltex cracking was observed on the posterior aspect. A tear measuring approximately 0.9 cm was observed within the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this 202470 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a mentor siltex round moderate profile 200cc saline prosthesis experienced left sided deflation and baker grade ii capsular contracture post procedure. As a result, replacement with a 200cc mentor saline prosthesis was performed on (B)(6) 2019.